Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive, the customer stated that the buttons did not begin working without a battery change. The blood glucose reading was 165 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
All buttons function properly. Moisture damage was found on keypad traces. The insulin pump was monitored for five hours with multiple basal rates. Programmed the current date and time. The insulin pump functioned properly. No frozen screen, display or time clock anomaly noted.